Event description:
Device 1 of 3. Ref MFR report 1627487-2011-07101 and 1627487-2011-07102. The pt received a scs system on (B)(6) 2011 consisting of 2 different leads from two different lots. It was reported the pt was explanted on (B)(6) 2011 due to a (B)(6) infection. Upon explant, it was discovered that the infection was at the lead insertion and pocket sites; however, the doctor did not make any comments or correlation between the product and the infection. No further info is available at this time.

Manufacturer narrative:
Eval: MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.